Event description:
The reporter stated that the female luer lock had cracked when used with another manufacturer's connector. There was no patient injury or treatment associated with this event. This event was reported to medex medical in england by the hospital.